Event description:
The distributor reported having received information on 17oct23, regarding device plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, that the ¿smoke evacuation pencil stays on¿. Follow-up assessment revealed that the unnamed procedure was completed and the ¿defective item was removed from field¿. No further information was made available. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two occurrences for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 54 reports, regarding 79 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported having received information on 17oct23, regarding device plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, that the ¿smoke evacuation pencil stays on¿. Follow-up assessment revealed that the unnamed procedure was completed and the ¿defective item was removed from field¿. No further information was made available. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.